Event description:
A malfunction alarm known as malf 0 was reported, but no notable events occurred prior to the issue. Blood glucose level was reported as not exceeding 500 mg/dl, indicating that there was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction did not recur after resetting. The customer was advised to continue using the pump and to call back if any further malfunction codes appeared, which the customer acknowledged and understood.